Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive at their home, and CPR was performed. It was noted that the patient was asystolic. The right ventricular (rv) lead exhibited possible over- and undersensing, and it was not possible to confirm capture. The patient subsequently passed away.